Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the device alarmed with "instrument", displayed on screen. The case was completed with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 8.56mm from the top of the outer tube. The remaining portion of the blade was scratched at the base and gouged on the inside. The device was tested with a gen and activated. However, the blade did not cut. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. However, the cause of this type of blade damage is currently being investigated.